Event description:
A ventilator was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the third-party service center, an error code related to a pressure drop was observed. Evt_press_sensor_mismatch means the device software detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The flow element/sensor was replaced to address the issue. Additionally, unrelated to the reportable error code, during the evaluation of the device at the third-party service center, the muffler, tubing-blower chassis and tubing-fio2 were found to be contaminated. No report that contamination caused any other malfunctions.